Event description:
Unable to interrogate device after patient was externally rescued and defibrillated. Device recommended to be explanted at this time. (B)(6) 2014 - rep was contacted regarding the disposition on this device. At this point, the device is still implanted and they are waiting to hear when the explant will be scheduled.

Manufacturer narrative:
Upon receipt, the clinical observation was confirmed; the ICD was not able to be interrogated. Therefore, the ICD was opened and the inner assembly inspected. During an electrical analysis it was found that the output stages of the high voltage circuit on the electronic module had been damaged. This led to an increased current consumption depleting the battery. Due to the damage of the electrical module, the device could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. This damage either suggests a preceding shock delivery into an external short circuit due to a damaged insulation of the connected ICD lead or an externally applied high voltage (e.g. External defibrillation) as root cause. By design the ICD is protected against external defibrillation. However, considering the extremely high electrical fields as well as the individual circumstances, e.g., the placement of the defibrillation paddles, damage to the ICD induced by the external defibrillation cannot be excluded. In summary, the clinical observation resulted from a damaged electronic module. The manufacturing records document a flawless device production. There was no indication for a material or manufacturing problem.